Event description:
It was reported that during the implant attempt, the device was unable to defibrillate the patient at an adequate safety margin during defibrillation threshold testing. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant product: 5076 lead, implanted: (B)(6) 2010; 5076 lead, implanted: (B)(6) 2007; 4196 lead, implanted: (B)(6) 2010. (B)(4).